Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 154, 173 (both fasting) and 175 mg/dl (non-fasting). The customer's expected fasting blood glucose test result range is 90 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/25/2017 and open vial date is 12/08/2016. The customer stated his a1c is 6%. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer was concerned with all 5 results provided in the meter's memory.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 154, 173 (both fasting) and 175 mg/dl (non-fasting). The customer's expected fasting blood glucose test result range is 90 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/25/2017 and open vial date is (B)(6) 2016. The customer stated his a1c is 6%. The meter memory was reviewed for previous test result history: 154mg/dl (B)(6) 2016 09:57 am fasting: yes, 151mg/dl (B)(6) 2016 09:54 am fasting: yes, 151mg/dl (B)(6) 2016 10:15 am fasting: yes, 173mg/dl (B)(6) 2016 02:00 pm fasting: yes, 175mg/dl (B)(6) 2016 09:24 pm fasting: no. Memory concerns: the customer was concerned with all 5 results provided in the meter's memory.